Event description:
Lens found to have broken haptic after implantation. Lens explanted and another lens implanted without incident.====================== manufacturer response for intraocular lens implant, acrysof iq iol 29.5d======================alcon sales representative notified. After procedure, it was noted that d cartridges usually are used up to +27.00 lenses and c cartridges up to +30 for sn60wf. Rep states numerous other places use d cartridges to inject the higher power lenses without incident and did not realize the box on d cartridges stated up to +27. Rep to pick up explanted lens and cartridge.